Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding rom involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no past medical history, clinical information, operative information, or sequential x-rays were provided for review for pi reports. Based on the pi reports alone, a single set of x-rays between the 2 procedures, and an implant sheet: it appears that the patient underwent a total knee arthroplasty, then they had a manipulation under anesthesia for stiffness, presumptively this was unsuccessful, and they underwent a revision knee arthroplasty to a ts style component approximately 10 months after the primary surgery. Again, this no other data was presented for review. Event confirmation: presence of an uncemented triathlon style implant can be confirmed from x-rays. A revision knee surgery with conversion to a ts style femur with augmentation and stems can be confirmed from an implant sheet. The reasons for the revision and manipulation cannot be confirmed. The manipulation cannot be confirmed without additional records. Root cause: the root cause of the primary implant cannot be confirmed thus the root cause cannot be described. The root cause for the manipulation cannot be determined as the manipulation cannot be confirmed. The root cause for the revision is stated to be stiffness, but there are no records to confirm this assertion. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to stiffness. A review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no past medical history, clinical information, operative information, or sequential x-rays were provided for review for pi reports. Based on the pi reports alone, a single set of x-rays between the 2 procedures, and an implant sheet: it appears that the patient underwent a total knee arthroplasty, then they had a manipulation under anesthesia for stiffness, presumptively this was unsuccessful, and they underwent a revision knee arthroplasty to a ts style component approximately 10 months after the primary surgery. Again, this no other data was presented for review. Event confirmation: presence of an uncemented triathlon style implant can be confirmed from x-rays. A revision knee surgery with conversion to a ts style femur with augmentation and stems can be confirmed from an implant sheet. The reasons for the revision and manipulation cannot be confirmed. The manipulation cannot be confirmed without additional records. Root cause: the root cause of the primary implant cannot be confirmed thus the root cause cannot be described. The root cause for the manipulation cannot be determined as the manipulation cannot be confirmed. The root cause for the revision is stated to be stiffness, but there are no records to confirm this assertion. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# unknown, triathlon size 4 right cr femur; cat# unknown; lot# unknown. Device name# unknown, triathlon size 4 baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to stiffness. A cr/ cs knee was converted to a ts knee with stems and augments (patellar component retained). Rep confirmed that no further information will be released by the hospital or surgeon.